Event description:
Caller reported aviva system blood glucose results, all mg/dl: 9:00 am 472 9:01 am 375 9:03 am 196 9:13 am 142 9:15 am 119 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.